Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the plastic and o ring was came off from top of the reservoir compartment and side was chipped. The customer's blood glucose level was unknown. It also stated that the o ring was not locked in place after inserted into insulin pump. The customer will return insulin pump for analysis.

Manufacturer narrative:
The reservoir tube lip was partially broken off. However, the test reservoir was locked in place properly.